Manufacturer narrative:
(B)(4) - 1403us - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1403us - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1403us - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the vad coordinator that the patient was experiencing low flow alarms. The site decided to switch controllers. When they made the switch, the pump did not restart. The patient was admitted to admitted to the hospital due to the site's concern that the patient would go home and not have a reliable back up controller that would start the pump if there was a need to switch controllers. The next morning the vad coordinator and performed a controller exchange with no issues. They also did another switch of the back up controller to ensure it was functioning properly. The patient tolerated that switch as well. It was last reported that the patient was stable after the event. No additional information available.

Manufacturer narrative:
Please note that the aware date (08/26/2016) of this final report is the aware date that the supplemental information was received. The supplemental information has been included in this final MDR report along with the device evaluation information, for which the final MDR has an aware date of 01/30/2017. Additional information received states that they patient experienced dizziness just prior to the event. The controller was exchanged will on a phenylephrine drip to keep bp elevated to compensate for the pump stop during the controller exchange. The patient has been discharged home. No additional information provided. Three controllers (con096756, con102708 and con102764) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several low flow alarms (medium priority alarm) logged since (B)(6) 2016 on controller, con096756. This suggest that controller (con096756) was the primary controller. Low flow alarms occur if the patient average flow drops below the alarm setting. The alarm will be activated and only deactivate when the average flow returns above the alarm setting. Log file analysis for controller (con102708) revealed several controller power up events with no associated motor start event. No alarms were recorded, which suggest that the driveline was connected and that the controller was powered up and immediately powered down, not allowing the controller enough time to start the pump. Log file analysis for controller (con102764) revealed several controller power up events and a single motor start event on the reported event date. Three vad disconnect alarms were logged, indicating that the driveline was physically disconnected from the controller. After the pump started, a high watt alarm was logged at 13:19:12, which indicates that the power consumption was above the power limit of 5500 mwatts, set by the user. The driveline was then disconnected right after, at 13:19:30. All vad disconnect alarms were logged due to a physical disconnection of the driveline from the controller. Analysis of the controllers revealed that the units met specifications, the controllers passed visual and functional testing. The most likely root cause of the reported low flow alarms can be attributed to the average estimated flow decreasing below the flow limit, which was last set on (B)(6) 2016 to 1.5 liters per minute. The reported inability to restart the pump could not be confirmed or duplicated during testing. Log analysis revealed that the driveline was physically disconnected from the controller. When the controller did start on a secondary controller, a high watt alarm was triggered and a vad disconnected was recorded shortly after. The most likely root cause of the reported event can be attributed to the pump being unable to restart on multiple instances. The reported inability to restart the pump could not be confirmed or duplicated during testing. Log analysis revealed that the driveline was physically disconnected from the controller. When the controller did start on a secondary controller, a high watt alarm was triggered and a vad disconnected was recorded shortly after. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - con102708 unique identifier (UDI) number: (B)(4), controller - con102764 unique identifier (UDI) number: (B)(4), controller - con096756 unique identifier (UDI) number: (B)(4). (B)(4).